Manufacturer narrative:
Patient weight: during processing of this incident, attempts were made to obtain complete patient information. Date of event: date is estimated. The event of lead/anchor explant and replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturing number 3006705815-2021-01657. It was reported that the patients leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced on (B)(6) 2021. Effective therapy was confirmed post-op.